Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.